Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper popped out of the tube. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "once vacuum is gone lids pop off. Customer has lost several in centrifuge, lid came off once tube was inverted to mix blood sample."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-04-25 h.6. Investigation summary: bd received 10000 samples and one photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to stopper pop off as all samples met specifications. The 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples and 10 customer samples were draw tested with all weights being within specification limits of 2.43ml ¿ 3.30ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper popped out of the tube. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "once vacuum is gone lids pop off. Customer has lost several in centrifuge, lid came off once tube was inverted to mix blood sample."